Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-june-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup pickup had a bent claw and the incubator had debris in it. The fse replaced the cup pickup and performed a cup pickup adjustment then cleaned the debris in the incubator. The fse ran quality controls on all assays. All results were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a bent pickup claw.

Event description:
On (B)(6) 2017, a customer reported pickup failures level 2 with the aia-600ii analyzer. The customer cleaned the pickup chuck and incubator with alcohol then completed runs but the error persisted. Removing the stuck cups also did not clear the error. The customer is unable to run lhii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.